Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula was coming loose from the skin and not inserted into their skin properly event on 07-jun-2024. The blood glucose was 480mg/dl. Therefore, patient was treated with correction injection via mdi. No further information available.